Event description:
On (B)(6) 2025 the patient reported skin irritation in the form of redness, burning and blisters while utilizing the universal patch. The patient sought medical attention from their doctor and was prescribed gabapentin to treat the irritation. The patient did not take a break or discontinue service. The patient did follow the skin preparation guidelines. The patient did not report skin sensitivity/allergies to adhesive or metals.

Manufacturer narrative:
On (B)(6) 2025 the patient reported skin irritation in the form of redness, burning and blisters while utilizing the universal patch. The patient sought medical attention from their doctor and was prescribed gabapentin to treat the irritation. The patient did not take a break or discontinue service. The patient did follow the skin preparation guidelines. The patient did not report skin sensitivity/allergies to adhesive or metals. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.